Event description:
It was reported that the patient died. The target lesion was located in the mid-left anterior descending (lad) artery and circumflex artery. Following pre-dilation to the mid-lad with a 2.5 x 15 non-boston scientific balloon, a 2.75 x 20mm synergy xd drug-eluting stent was implanted to treat the target lesion. The target lesion was further dilated with a 3.0 x 15 non-bsc balloon, another 3.00 x 20mm synergy xd drug-eluting stent was implanted in the lad and 3.50 x 38mm synergy xd stent was implanted in the circumflex artery. The physician then used two 2.5 x 15 balloon kissing technique to the proximal portions of the stent. The patient was stable and was taken back to the room. After a while, the patient was coded and died.